Event description:
The customer reported that the pump housing was cracked while playing american football. As a result, the customer's blood glucose level exceeded 500 mg/dl (27.7 mmol/l), displayed as "high." The customer took corrective action by administering a correction injection via mdi. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.